Event description:
Hamilton medical ag received the following event description: the device showed "constant no air or oxygen alarms". No patient was involved.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome. The complaint reported constant ¿no air¿ and ¿no oxygen¿ alarms on the hamilton-g5; no patient involvement was reported. No log files were provided for further technical analysis. The reported alarm behavior is consistent with a supply or internal gas mixing issue affecting both air and oxygen detection. Based on the corrective action, a replacement mixer block was sent to the customer, indicating suspected malfunction within the gas mixing assembly. Without event logs, a definitive root cause cannot be confirmed; however, failure of the mixer block or associated internal pneumatic components is considered the most probable cause. The case is considered as closed.